Manufacturer narrative:
Investigation/ conclusion: pt is under 18 years of age. Testing pts under 18 years of age is considered off-label use and cannot be ruled out as a cause for the error experienced by the customer. It is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. Testing performed on a child (B)(6) years old. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.9. Lab inr: 3.2. Therapeutic range: 3.0 - 4.0. Testing performed on the same day; however, the exact time between testing is unk. There was no reported adverse pt sequela. There was no additional info provided.